Manufacturer narrative:
Pump passed the functional test including the sleep, self, current and measurement, displacement, rewind, prime basic occlusion, occlusion, force system sensor and prime tests. Detailed trace analysis confirmed power error alarm was triggered when backup battery loaded voltage was less than 3 for 4 consecutive hours. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Pump error alarm during self test due to cold solder joint on keypad assembly. Pump received with scratched case, pillowing keypad overlay, serial number label missing and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarms power error every 4 hours. The customer's blood glucose reading was unknown at the time of incident. No further details provided.